Event description:
It was reported that there was an infusion error wherein the clinician chose the incorrect heparin concentration. The information on patient involvement is not known.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an infusion error wherein the clinician chose the incorrect heparin concentration. The information on patient involvement is not known.